Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor that failed the electrode broken off. The customer had change sensor alert and stated that introducer needle fractured while in the body. The customer did not receive medical treatment as a result of the consumable fracturing while still in the body. The sensor will not be returned for analysis.